Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor delivered low-energy pulses during testing. The cause for the failure was isolated to liquid contamination on j1002 and j1003. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable malfunction. During servicing, monitor sn (B)(4) delivered low-energy pulses during incoming functionality testing.